Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that pcb-mounted jack connector, designator j11 was not correctly seated in its connector receptacle on the power pcb assembly. Physio properly seated pcb-mounted jack connector, designator j11 into its connector on the power pcb assembly. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer. (B)(4).

Event description:
The customer contacted physio-control to report that they had difficulties turning their device on. During device evaluation, physio observed that the device could not be powered on with dc power. With a power adapter connected, the device did power on, had its service led illuminated and would show a white screen. The device would not complete a boot cycle and could not be used. There was no patient use associated with the reported event.